Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
The provider of (patient name omitted) reached out to let us know that the patient was recently admitted for a hypoglycemic seizure. The patient reached out to the office on (B)(6) 2021 to let them know. Provider has requested patient stop using omnipod until they formal training from the office. This was all of the information that was able to be obtained.